Event description:
Event description boston scientific received information that at the explant procedure this lead had the tip seperate under the proximal electrode. The lead was cut in half and is being returned for analysis. A serial number has not been provided for this lead. The phsyician also reported that he has seen this occur in 3 other fineline leads at the explant procedure, and would like an analysis done to explain why this occurs. It was reported that there were no adverse effects to the patient.